Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve , digital subtraction angiography (dsa) was performed near the right puncture site that revealed stenosis and a partial dissection. Percutaneous old balloon angioplasty (poba) was attempted on the contralateral side; however, the wire could not pass through the stenotic area. Subsequently, surgical repair was performed to address the dissection. A final angiography was performed that revealed the stenosis was "relieved" and the procedure was completed. Additional information was received that right side access was used for the delivery catheter system (dcs). The cause of the injury was not known. A non-medtronic guidewire and non-medtronic sheath were used for the procedure.

Event description:
It was reported that following the implant of a transcatheter valve , digital subtraction angiography (dsa) was performed near the right puncture site that revealed stenosis and a partial dissection. Percutaneous old balloon angioplasty (poba) was attempted on the contralateral side; however, the wire could not pass through the stenotic area. Subsequently, surgical repair was performed to address the dissection. A final angiography was performed that revealed the stenosis was "relieved" and the procedure was completed.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evfxplus-26 (serial:(B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.